Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. The reported patient complication is an inherent risk in this type of procedure.

Event description:
The nrg transseptal needle was used in a procedure in which a tamponade occurred. During a cryo atrial fibrillation ablation procedure a tamponade occurred. While ablating with the cyro balloon in the right inferior pulmonary vein, the patient became hypotensive and echocardiography was called. A cardiac tamponade was diagnosed and a pericardiocentesis was performed to stabilize the patient. The procedure was not continued. There is no evidence to suggest that a baylis medical device caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.